Event description:
End user called sunrise medical on (B)(6) 2013 and spoke with a customer service rep about what the end user says is a malfunction with his wheelchair. The end user stated that he was riding along in the hallway of his home when the right rear wheel allegedly fell off of the chair. The end user claims that he didn't fall because he was able to catch himself against the wall. No injuries were reported.

Manufacturer narrative:
Our initial thought is that the alleged malfunction would be difficult to happen. We are filing this MDR due to use being close to 30 days from the initial report of this incident. Sunrise medical is currently waiting on an investigation determination from the end-user's (B)(4). (B)(4)is sending one of their techs out to the end user's home on (B)(6) 2013 to determine if the wheel and its components are indeed malfunctioning, or if the wheel is falling off due to user error. A supplemental MDR will be filed in wake of a collaborative investigation determination by (B)(4) and sunrise medical. It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical (us) llc. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation, a follow up report will be filed.